Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure occurred. It was confirmed that the error code was logged with a power speaker failure as well. The remote service engineer (rse) provided the customer with the part number of the speaker assembly to order and replace. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.